Event description:
The spring popped out of inserter handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states the spring popped out of inserter handle. The investigation confirmed the failure mode as reported. This failure mode is attributed to user error as the spring is thought to become detached during assembly following cleaning. The complaint shall be closed with a justified conclusion and entered into the complaints system and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.